Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of a right common femoral artery using a proglide device after an interventional percutaneous transluminal angioplasty procedure with a small-bore sheath. Reportedly, when removing the plunger the suture was not present. A new proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Analysis was performed on the returned device. The reported needle to cuff miss was confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulty and subsequent treatment appear to be related to operational context. It is likely that an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initially filed report, additional information was provided. It was reported that this was an arteriotomy closure of a right common femoral artery using proglide devices after an interventional percutaneous transluminal angioplasty procedure with a small-bore sheath. Reportedly, when removing the plunger, the suture was not present [cuff miss] in two proglide devices. A new proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. The additional proglide device is captured under complaint (B)(4) (MFR # 2024168-2024-14649). No additional information was provided.